Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an active cord was used during procedure. According to the complainant, during the procedure, the active cord would not stay connected to the snare. It was stated that the connection was loose. There was no reported malfunction with the snare. The procedure was completed with an olympus active cord. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found no issues. The banana jack inner diameter, shaft diameter, and tip diameter were all measured, and all were found to be within specifications. As the accessory device was not returned, the active cord could not be functionally evaluated with respect to failure to connect to the accessory device. The device physical analysis and measurements confirm that the device met specifications. The lot number was not reported; therefore, a review of the manufacturing records could not be performed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that an active cord was used during procedure. According to the complainant, during the procedure, the active cord would not stay connected to the snare. It was stated that the connection was loose. There was no reported malfunction with the snare. The procedure was completed with an olympus active cord. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Event date s unknown. This is a reusable device; therefore, there is no expiration date. The complainant was unable to provide the lot number. Therefore, the manufacture date is unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.